Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078549) on 01-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("having pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("autoimmune rashes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("painful rash"). In 2015, the patient experienced bacterial infection ("bacterial infection in thumb"), rash generalised ("rash on my body covered the area from neck to my knees front and back"), rash erythematous ("rash was red and raised") and rash pustular ("it developed small white pustules on the surface/ rash raised"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), breast abscess ("abscess under my right breast"), diabetes mellitus ("went to diabetic state"), alopecia ("hair falling out"), arthralgia ("joint pain"), myalgia ("muscle pain"), tremor ("hand and foot tremor"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex"), feeling abnormal ("brain fog"), dizziness ("dizziness") and menstrual disorder ("passing large clots during periods"). The patient was treated with antibiotics. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, breast abscess, bacterial infection, rash generalised, rash, rash erythematous, rash pustular, diabetes mellitus, alopecia, arthralgia, myalgia, tremor, headache, nausea, abdominal pain, dyspareunia, feeling abnormal, dizziness and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, bacterial infection, breast abscess, diabetes mellitus, dizziness, dyspareunia, feeling abnormal, genital haemorrhage, headache, menstrual disorder, myalgia, nausea, pelvic pain, rash, rash erythematous, rash generalised, rash pustular and tremor to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events diagnostic results: she was biopsied, gave multiple blood samples, had a CT scan and had x-ray but never received the diagnosis. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078549) on 01-aug-2018. The most recent information was received on 20-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('having pain'), genital haemorrhage ('excessive bleeding'), autoimmune disorder ('autoimmune rashes/ autoimmune disorder ¿ unknown') and diabetes mellitus ('went to diabetic state') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2009, headache (not recovered prior to essure), migraine (not recovered prior to essure), nausea (not recovered prior to essure), cramp in lower abdomen (not recovered prior to essure) and vaginal bleeding (not recovered prior to essure). Concurrent conditions included morbid obesity, neck pain, upper back pain, breast reduction and glucose low. Concomitant products included escitalopram oxalate (lexapro) in 2009, finasteride from (B)(6) 2015 to (B)(6) 2015, glibenclamide (glyburide) in 2010, metoclopramide (reglan) in 2010, oral contraceptive nos and prednisone (prednison) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced alopecia ("hair falling out/ hair loss") and dyspareunia ("pain during sex") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced infection ("infection"), 11 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection in thumb/ infection (other) ¿ bacterial"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and rash ("painful rash/skin rashes"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). In 2015, the patient experienced rash generalised ("rash on my body covered the area from neck to my knees front and back"), rash papular ("rash was red and raised"), rash pustular ("it developed small white pustules on the surface/ rash raised") and tremor ("hand and foot tremor"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), abdominal pain lower ("cramping"), breast abscess ("abscess under my right breast"), arthralgia ("joint pain/hips pain/ left knee pain"), myalgia ("muscle pain"), abdominal pain ("abdominal pain/ abdominal area"), feeling abnormal ("brain fog"), dizziness ("dizziness"), menstrual disorder ("passing large clots during periods"), musculoskeletal pain ("shoulder joint pain") and back pain ("lower back pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, diabetes mellitus, abdominal pain lower, breast abscess, bacterial infection, rash generalised, rash, rash papular, rash pustular, alopecia, arthralgia, myalgia, tremor, headache, nausea, abdominal pain, dyspareunia, feeling abnormal, dizziness, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, infection, musculoskeletal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, bacterial infection, breast abscess, diabetes mellitus, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, myalgia, nausea, pelvic pain, rash, rash generalised, rash papular, rash pustular, tremor, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Plaintiff mentioned that essure birth control is still implanted but will be removed in the next few months. Rash covering 80% of body . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. She was biopsied, gave multiple blood samples, had a CT scan and had x-ray but never received the diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), fatigue, weight gain, infection, shoulder joint pain and lower back pain. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078549) on 01-aug-2018. The most recent information was received on 08-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("having pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("autoimmune rashes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("painful rash"). In 2015, the patient experienced bacterial infection ("bacterial infection in thumb"), rash generalised ("rash on my body covered the area from neck to my knees front and back"), rash papular ("rash was red and raised") and rash pustular ("it developed small white pustules on the surface/ rash raised"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), breast abscess ("abscess under my right breast"), diabetes mellitus ("went to diabetic state"), alopecia ("hair falling out"), arthralgia ("joint pain"), myalgia ("muscle pain"), tremor ("hand and foot tremor"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex"), feeling abnormal ("brain fog"), dizziness ("dizziness") and menstrual disorder ("passing large clots during periods"). The patient was treated with antibiotics. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, breast abscess, bacterial infection, rash generalised, rash, rash papular, rash pustular, diabetes mellitus, alopecia, arthralgia, myalgia, tremor, headache, nausea, abdominal pain, dyspareunia, feeling abnormal, dizziness and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, bacterial infection, breast abscess, diabetes mellitus, dizziness, dyspareunia, feeling abnormal, genital haemorrhage, headache, menstrual disorder, myalgia, nausea, pelvic pain, rash, rash generalised, rash papular, rash pustular and tremor to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Plaintiff mentioned that essure birth control is still implanted but will be removed in the next few months. Diagnostic results: she was biopsied, gave multiple blood samples, had a CT scan and had x-ray but never received the diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078549) on 01-aug-2018. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("having pain"), genital haemorrhage ("excessive bleeding") and autoimmune disorder ("autoimmune rashes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced rash ("painful rash"). In 2015, the patient experienced bacterial infection ("bacterial infection in thumb"), rash generalised ("rash on my body covered the area from neck to my knees front and back"), rash papular ("rash was red and raised") and rash pustular ("it developed small white pustules on the surface/ rash raised"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), breast abscess ("abscess under my right breast"), diabetes mellitus ("went to diabetic state"), alopecia ("hair falling out"), arthralgia ("joint pain"), myalgia ("muscle pain"), tremor ("hand and foot tremor"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain"), dyspareunia ("pain during sex"), feeling abnormal ("brain fog"), dizziness ("dizziness") and menstrual disorder ("passing large clots during periods"). The patient was treated with antibiotics. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, breast abscess, bacterial infection, rash generalised, rash, rash papular, rash pustular, diabetes mellitus, alopecia, arthralgia, myalgia, tremor, headache, nausea, abdominal pain, dyspareunia, feeling abnormal, dizziness and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, bacterial infection, breast abscess, diabetes mellitus, dizziness, dyspareunia, feeling abnormal, genital haemorrhage, headache, menstrual disorder, myalgia, nausea, pelvic pain, rash, rash generalised, rash papular, rash pustular and tremor to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Plaintiff mentioned that essure birth control is still implanted but will be removed in the next few months. Diagnostic results: she was biopsied, gave multiple blood samples, had a CT scan and had x-ray but never received the diagnosis. Most recent follow-up information incorporated above includes: on 27-sep-2018: summon received- case became potentially legal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4). On 01-aug-2018. The most recent information was received on 20-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('having pain'), genital haemorrhage ('excessive bleeding'), autoimmune disorder ('autoimmune rashes/ autoimmune disorder ¿ unknown') and diabetes mellitus ('went to diabetic state') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2009, headache (not recovered prior to essure), migraine (not recovered prior to essure), nausea (not recovered prior to essure), cramp in lower abdomen (not recovered prior to essure) and vaginal bleeding (not recovered prior to essure). Concurrent conditions included morbid obesity, neck pain, upper back pain, breast reduction and glucose low. Concomitant products included escitalopram oxalate (lexapro) in 2009, finasteride from june 2015 to september 2015, glibenclamide (glyburide) in 2010, metoclopramide (reglan) in 2010, oral contraceptive nos and prednisone (prednison) from may 2015 to september 2015. On (B)(6) 2013, the patient had essure inserted. In november 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced alopecia ("hair falling out/ hair loss") and dyspareunia ("pain during sex") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced infection ("infection"), 11 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced bacterial infection ("bacterial infection in thumb/ infection (other) ¿ bacterial"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and rash ("painful rash/skin rashes"). In may 2015, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). In 2015, the patient experienced rash generalised ("rash on my body covered the area from neck to my knees front and back"), rash papular ("rash was red and rasied"), rash pustular ("it developed small white pustules on the surface/ rash raised") and tremor ("hand and foot tremor"). In december 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), abdominal pain lower ("cramping"), breast abscess ("abscess under my right breast"), joint pain ("joint pain/hips pain/ left knee pain"), myalgia ("muscle pain"), abdominal pain ("abdominal pain/ abdominal area"), feeling abnormal ("brain fog"), dizziness ("dizziness"), menstrual disorder ("passing large clots during periods"), pain in joint involving shoulder region ("shoulder joint pain") and back pain ("lower back pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, diabetes mellitus, abdominal pain lower, breast abscess, bacterial infection, rash generalised, rash, rash papular, rash pustular, alopecia, joint pain, myalgia, tremor, headache, nausea, abdominal pain, dyspareunia, feeling abnormal, dizziness, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, fatigue, weight increased, infection, pain in joint involving shoulder region and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, bacterial infection, breast abscess, diabetes mellitus, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, infection, joint pain, menorrhagia, menstrual disorder, migraine, myalgia, nausea, pelvic pain, rash, rash generalised, rash papular, rash pustular, tremor, vaginal haemorrhage, weight increased and pain in joint involving shoulder region to be related to essure. The reporter commented: consumer mentioned a serious injury (disability/permanent damage, required intervention and other serious ¿ important medical event) but did not specify it to one of the events. Plaintiff mentioned that essure birth control is still implanted but will be removed in the next few months. Rash covering 80% of body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - in february 2014: total bilateral occlusion. She was biopsied, gave multiple blood samples, had a CT scan and had x-ray but never recieved the diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: coding correction: the event "shoulder joint pain" was recoded to pain in joint involving shoulder region (pt: arthralgia). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.